Manufacturer narrative:
Since no product has been returned and a valid serial number has not been provided, extended investigation has been performed on the reported complaint and there is no indication that the product did not meet specification. DHR's for all freestyle libre sensors within expiration at the time of complaint were reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data reviews are performed annually. Currently, data is only available for sensors manufactured through august 2017, a full review of the clinical data cannot be conducted until october 2018. Stability data for freestyle libre sensors has been reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the complaint and freestyle libre sensors and no confirmed complaints were observed. The reported complaint is specific to sensor scan readings therefore, no further investigation into the freestyle libre reader is required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a user report from (B)(6) which reported the following information: a customer reported his adc freestyle libre sensor produced erroneously high readings. Customer further reported that on (B)(6) 2017 they had been in an automobile accident (unrelated to the device) which had subsequently caused their blood sugar to rise, but because of the high blood glucose the sensor had become ¿saturated¿; preventing the subsequent display of low blood glucose results. It was further reported that due to the erroneously high sensor readings the customer experienced two hypoglycemic events on (B)(6) 2017. The first occurred at 1:30 pm when customer experienced unspecified symptoms of hypoglycemia and received a glucagon injection. (Administered by self or other). Later in the day, at approximately 5:00 pm customer experienced a second hypoglycemic event, which required assistance by paramedics. Upon arrival, the paramedics received a reading of 1.3 mmol/l (23 mg/dl), but it is unknown what specific treatment may have been rendered. The only adc libre sensor reading that was provided for (B)(6) 2017 was a reading of 21.2 mmol/l (382 mg/dl) from the monthly summary log data, for that day. The reading provided was a daily average for that day. Specific sensor readings related to the reported hypoglycemic events were not provided. Attempts to gather additional information/clarification have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from mhra which reported the following information: a customer reported his adc freestyle libre sensor produced erroneously high readings. Customer further reported that on (B)(6) 2017 they had been in an automobile accident (unrelated to the device) which had subsequently caused their blood sugar to rise, but because of the high blood glucose the sensor had become ¿saturated¿; preventing the subsequent display of low blood glucose results. It was further reported that due to the erroneously high sensor readings the customer experienced two hypoglycemic events on (B)(6) 2017. The first occurred at 1:30 pm when customer experienced unspecified symptoms of hypoglycemia and received a glucagon injection. (Administered by self or other). Later in the day, at approximately 5:00 pm customer experienced a second hypoglycemic event, which required assistance by paramedics. Upon arrival, the paramedics received a reading of 1.3 mmol/l (23 mg/dl), but it is unknown what specific treatment may have been rendered. The only adc libre sensor reading that was provided for (B)(6) 2017 was a reading of 21.2 mmol/l (382 mg/dl) from the monthly summary log data, for that day. The reading provided was a daily average for that day. Specific sensor readings related to the reported hypoglycemic events were not provided. Attempts to gather additional information/clarification have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.